Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera and image intensifier were cleaned during the svc call. The image intensifier and ccd camera should be replaced, but the customer has elected to use the sys as it is at this time. The sys is operating with a degraded image quality, but it meets minimum specifications.

Event description:
It was reported that the 9600 sys had poor image quality with washed out images during a case. The procedure was completed with another sys. No pt injury was reported.